Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. There are no signs of burning or melting, and no damage due to heat.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported that the inside of the barcode scanner window on the inform ii meter appeared to be burnt. No adverse event reported. Requested return of suspect device and replacement was sent.